Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an excess needle was found in excess to the npe when removing the label on the bd micro fine plus¿ insulin pen needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "while taking off the tear drop label before injecting a morning dose of insulin, the patient pricked her middle finger on a needle. After removing the label, the patient found an excess needle, in addition to the needle npe usually situated in the hub. Needle stick was mild in severity."

Manufacturer narrative:
H.6. Investigation summary: 2 products were returned, however photo were used in the investigation. A visual examination of the returned photos was carried out and a bent patient end of cannula was observed. No issues were observed with the non patient end of the cannula. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact that no sample was received this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that an excess needle was found in excess to the npe when removing the label on the bd micro fine plus¿ insulin pen needle before use. The following information was provided by the initial reporter, translated from japanese to english: "while taking off the tear drop label before injecting a morning dose of insulin, the patient pricked her middle finger on a needle. After removing the label, the patient found an excess needle, in addition to the needle npe usually situated in the hub. Needle stick was mild in severity."